Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12september2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient programmer displayed elective replacement indicator (eri) which triggered earlier than intended. The wireless software update is pending to clear the eri message.